Event description:
Reporter indicated that vns therapy pt experienced an episode of heart block which lead to the pt going to the emergency room. The treating physician's assessment of whether or not this event is related to vns therapy is unk to MFR at this time. Good faith attempts for further info are currently being made.